Manufacturer narrative:
The device was received in backup mode with battery voltage approaching end-of-service level (eos). Analysis indicated the device was implanted beyond its intended longevity and entered backup mode, consistent with low battery voltage fluctuations. Telemetry tests were performed with normal communication. The device was implanted for 9.27 years, which exceeds the projected longevity of 8.86 years and considered normal battery depletion. The reported event of unable to interrogate the device was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, the device was unable to be interrogated. The device was explanted and replaced to resolve the event and the patient was in stable condition.